Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because the cuff would not close properly, the patient experienced stress urinary incontinence. All components were removed and not replaced. No anomalies were identified in the explanted device. The patient underwent surgery at a later date and a new aus was implanted. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, leak and pressure tested. The balloon passed visual inspections and leak teat. The balloon did not pass pressure testing with at 71.5 cmh20 for product specifications of 61-70 cmh20. Based on the information available and analysis results, the anomaly identified in the balloon could have caused or contributed to the reported clinical observation of cuff not closing properly. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, leak and pressure tested. The balloon passed visual inspections and leak teat. The balloon did not pass pressure testing with at 71.5 cmh20 for product specifications of 61-70 cmh20. Based on the information available and analysis results, the anomaly identified in the balloon could have caused or contributed to the reported clinical observation of cuff not closing properly. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because the cuff would not close properly, the patient experienced stress urinary incontinence. All components were removed and not replaced. No anomalies were identified in the explanted device. There were no further patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because the cuff would not close properly. All components were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.